Event description:
It was reported that during a coronary stent procedure, the stent dislodged in the pt. The physician was unsuccessful in locating the stent under x-ray and fluoroscopy. The stent remains in the pt. Several attempts have been made to obtain additional info on this procedure. No other info or details are available. Pt status is listed as "stable". Same case as MFR. #s 6000089-2003-00771 and 6000089-2003-00772.